Event description:
It was reported that the subject device had blackout. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6) hospital. Address e1 -(B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.